Event description:
The consumer reported her husband received second degree burns on his stomach from the heating pad. She stated the pad was overheating. The pt was sleeping with the heating pad which is contrary to proper use instruction.